Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. The device vivo 50 (B)(4) has not been found defective or outside of its specifications or tolerances. The used pressure controlled operating mode implies that the volumes delivered can be varying, and safe alarm limits must be set accordingly and treatment must be adequately supervised. The log files confirm that no one responded to the alarms given by the device for more than 20 minutes. The reported incident is considered a result of a use error and is reportable in the USA under the standard set forth in the applicable FDA regulations and guidance. This incident has additionally been reported to the (B)(4).

Event description:
Home care provider in (B)(6) reports and incident with a vivo 50 ventilator, stating: "the patient's parents were woken by the alarm of the vivo 50 at 7:00 am on (B)(6). The patient was in respiratory cardiac arrest. The emergency medical service was immediately contacted to take care of the patient. Since the incident, the patient is in a coma with severe neurological damage.